Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported their daughter's insulin pump is broken and needs a new one. It was reported the top of the insulin pump where the cartridge screws at the top the plastic rim casing has broken away and the cartridge no longer screens in to the device. The blood glucose level was unknown. The insulin pump will be returned for analysis.